Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigations did replicate/confirm the customer reported complaint. The endoscope attached endoscope adapter (aea) was found damaged or with a friction issue. Laser marking and damage/markings on housing were detected. Visual cable damage was also observed.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 30-degree endoscope was observed to have not rotated properly and the picture was upside down. The customer noticed a broken wire and an unusual sound was heard. The procedure was completed with a spare endoscope of the same kind.